Manufacturer narrative:
Device remains implanted. Additional information will be reported on a supplemental report. Device will not be returned.

Event description:
During sps surgery, the surgeon did not notice the sterilization time limit of the screw exceed it and used the screws. The sterilization time limit of screws was half a year ago. The surgeon is monitoring the patient. He requested the risk analysis for infection.

Event description:
During sps surgery, the surgeon did not notice the sterilization time limit of the screw exceed it and used the screws. The sterilization time limit of screws was half a year ago. The surgeon is monitoring the patient. He requested the risk analysis for infection.

Manufacturer narrative:
The event is relating a hospital mistake: it has been identified according to our internal traceability that these devices were shipped in 2008. The current IFU reads: "sterilization/resterilization: the packaging of all sterile products should be inspected for flaws in the sterile barrier or expiration of shelf life before opening. In the presence of such a flaw or expiration of shelf life, the product must be assumed non-sterile. Care must be taken to prevent contamination of the component." The risk management file has been reviewed. ((B)(4) within the review it was verified that the failure mode, occurrence, hazard and overall risk category is addressed adequately (line item 14.10 missing device information after initial use (usage beyond the shelf life, impacting functionality and material properties, loss of traceability), usage error due to loss of the instructions for use (s3;o1)).